Event description:
Caller reports lancet protrudes beyond the end of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; however, customer no longer has the system; replacement was sent.